Manufacturer narrative:
B3-date of event is estimated

Event description:
It was reported the patient has lost weight causing the ipg migrate above the hip bone. The patient noted struggling to charge due to the position of the battery. As such surgical intervention took place on (B)(6) 2024, where a new pocket site was created, and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.